Event description:
Per the clinic, the device was explanted on (B)(6) 2021.

Event description:
Per the audiologist, the patient developed an infection at the implant site, and was treated with oral antibiotics (date and duration not reported). There are plans to explant the device; however, this has not yet occurred as of the date of this report.